Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Model #:unk this product is not marketed in the us. Device manufacture date:unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -1700 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. Significant reduction of endothelial cell count or significant endothelial cell loss and excessive vault were observed. The lens remains implanted. Cause of the event is reported as unknown. Reportedly, there are plans to replace lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.